Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional reported via the manufacturer representative that the patient complained of extreme back pain and pain into his leg and foot. The patient had gone to multiple emergency rooms seeking treatment. The patient stated he felt a shift in his back a few days after surgery and x-rays were taken to confirm that the paddle did not move and remained midline in his back. The system was explanted and the issue was resolved at the time of the report. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.